Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed in the intravia container 500 ml capacity while adding a drug/base solution in to the bag. It was further reported that clave connectors were used when spiking the bag and there was only one (1) puncture through the membrane. This was identified during setup and preparation. There was no patient involvement. No additional information is available.